Event description:
Additional information indicates a lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13626. It was reported the patient experienced ineffective stimulation. In turn, x-rays confirmed one of the leads had migrated. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.